Event description:
The pt's wife called to report that there was not enough fluid at the last fill. The pt uses three 5-liter solution bags for 5 or 6 fills. Pt was able to fill 1,650 ml of a 2,300 ml fill. She said the pt c/o bloating and there were some high drain volumes but the highest volume reported was around 3,000 ml. Which did not meet the manufacturer's criteria for an overfill. On 10/3/05, the manufacturer's failure analysis department reported that the cycler data sheets show a high drain volume that meets the criteria for an overfill. Review of the stored data sheets showed that drain 4 was 4,262 ml and fill 5 was only 1,581 ml.

Manufacturer narrative:
Failure investigation is still in process.